Manufacturer narrative:
Gtin number: unknown since batch/lot was not provided.

Event description:
On (B)(6) 2016, the patient's pda was closed using an 8mm amplatzer vascular plug ii (avpii). On an unknown date, the avpii was found to have embolized in the right pulmonary artery (rpa). On (B)(6) 2016, the avpii was removed with a snare. The pda was then closed with a 5/6 amplatzer duct occluder ii (adoii). The patient was reported to be stable.

Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.